Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Follow up revealed that the patient had experienced a fall. X-rays and diagnostic testing confirmed that the lead had migrated and had low impedances. Troubleshooting was unable to provide resolution. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient was reprogrammed and now has effective therapy.